Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Related to mfrs (event occurred 3x to same patient): 3012307300-2019-04986, 3012307300-2019-04987.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was placed on a patient at a level one trauma center. After approximately 45 minutes in use, the reporter stated the manometer was not reading correctly. It was also reported that the "respiratory therapist (rt) noted the ventilator (vent) was indicating patient was being ventilated, but noticed the patient was not actually being ventilated. It was noted all equipment secure and connected. This went on to happen for a total of 3 times to the same patient". It was also noted that the patient was able to complete the study, but "the staff no longer felt safe using the vent". Subsequently, the vent was taken out of commission and set aside for the rt supervisor to evaluate. There were no adverse patient effects. The patient "recovered to the point of leaving the hospital ama on (B)(6) 2019".

Manufacturer narrative:
Returned device was received in undamaged physical condition. During the evaluation of the device, the device functioned as normal. The issue that is reported could not be duplicated during analysis. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.